Event description:
Home patient (hp) reported feeling full, as if overfilled, while using the homechoice cycler for automatic peritoneal dialysis therapy. Hp reported draining 6ml during the inital drain when the cycler advanced from the initial drain into fill 1. Hp reported feeling "bloated" after filling with only 955ml of the programmed fill volume of 2500ml. Hp reportedly placed the homechoice cycler into a manual drain and removed 3,359ml of fluid. At the completion of the manual drain, hp returned to fill 1 and continued hp's automatic peritoneal dialysis therapy. Follow up with the hp's healthcare professional (hcp) reveals the hp's homechoice cycler was programmed for an initial drain alarm setpoint of 0ml and a last fill volume of 0ml, leaving the hp empty of fluid in the peritoneum during the day. Hcp relates that the programming on the hp's homechoice cycler was correct and that the hp was not prescribed to perform any manual exchanges during the day. Hcp relates that the hp may have become confused and performed a manual exchange during the day, leaving hp full of fluid at the start of the automatic peritoneal dialysis therapy with the homechoice cycler. Hcp relates at the time the hp reported feeling full, hp was confused as a result of hp's bipolar disorder. Hcp relates that the hp had a bipolar "episode" at the time hp felt full and as a result, was placed in a mental hospital on 08/31/00. Hcp does not feel that any device failure or malfunction had occurred and does not attribute reported incident to the homechoice cycler. Hcp relates that as a result of the hp's bipolar disorder, the hp is being transferred from peritoneal dialysis to hemodialysis. Hcp relates there was no pt injury or medical intervention as a result of this incident.